Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced connectivity issues with their ipg and a ¿replace generator¿ notification. Further intervention has not been confirmed, surgery may take place.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient underwent surgical intervention on (B)(6) 2024 during which the entire system was explanted.